Event description:
It was reported the endoscope reprocessor was found to have a cracked lid during preventative maintenance. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the top plastic lid. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial reporter's position and to provide the results of the manufacturer's investigation. The initial reporter provided their position at the facility on (B)(6) 2021. The following fields were updated. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes impact by a scope or another hard object during handling. The IFU contains the following statements that may help detect the reported event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out: the lid is not cracked, broken, or otherwise damaged". Olympus will continue to monitor the field performance of this device.